Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye (os) in 2009. The lens was explanted two months later due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, low.